Event description:
A baxter sales representative (bsr) reported to baxter corporate product surveillance a clearlink system extension set in which a leak was observed. According to the report, the extension set leaked from the filter. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The set arrived out of the pouch with a hospira 10ml 0.9% sodium chloride syringe attached to the inlet port of the filter housing. Visual inspection showed that the syringe is still full. The syringe was hand depressed which confirmed a leak at the vent hole. The root cause was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.